Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous wbc, rbc, hgb, platelet, mcv, mch, and mchc results generated by coulter hmx al hematology analyzer for one patient. It is unknown if instrument generated flags were produced. The erroneous results were not reported out of the laboratory. The initial specimen was run three times and the operator noticed that the hemoglobin (hgb) result was low based on the patient history and diagnosis. The operator redrew the patient and ran the second specimen twice. The customer also sent the specimen to the reference lab, and the results were more consistent when compared to the patient history. These results were reported. There was no effect on patient treatment.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to accuracy and precision. Controls were run before and after this event and recovered within the assay limits. A bci field service engineer (fse) found the needle vent line not venting the sample tube. The fse re-tubed the needle vent lines and verified the instrument operation. The root cause for this event was specimen dilution caused by the needle vent line not venting the sample tube.